Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and no date or timeframe was provided for the event, so technical support was unable to confirm battery depletion concern and no further actions were documented.